Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal procedure was performed on (B)(6) 2016 after it was discovered during a routine follow-up clinical visit that the patient had non-union and that the midfoot fusion bold had backed out of the bone. The surgeon further reported that the patient is diabetic and the disease complications may have attributed to the non-union and implant migration. The original implant surgery was performed on (B)(6) 2015. During the revision surgery the bolt was removed intact and without complications. There was no surgical delay or other implants involved. The planned course of future treatment is unknown. This report is 1 of 1 for (B)(4).